Event description:
It was reported by the customer that the PICC 3cg wire was bent. Missed stick attempt and discomfort during stick. No other information was provided. 07/03/2024 - the device returned for evaluation was kinked on the stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use related. The product returned for evaluation was a 3cg stylet with a t-lock assembly. Use residue was observed on the stylet. The stylet was kinked in the polyimide coated region. Microscopic inspection of the stylet confirmed the kink but the core wire was observed to be intact. The location and observed features of the kink in the stylet suggests the stylet was bent during handling, insertion, or manipulation. This complaint will be recorded for future trending and monitoring purposes.